Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. The customer's blood glucose (bg) level ranged from 481 mg/dl to a reading of "high" on customer's continuous glucose monitor. A manual insulin injection was administered and the pump supplies were changed to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device had not been returned at the time of the initial MDR submission. Device was returned on 3/8/2023 and investigation was completed on 5/10/2023. Device had not been returned at the time of the initial MDR submission. Device was returned on 3/8/2023 and investigation was completed on 5/10/2023.